Event description:
Consumer reported complaint for error message (e-0). During the call, a blood test was performed by the customer fasting and produced test result of 100 mg/dl using true metrix go meter. Customer stated that the test strips are being stored in her purse and they are not exposed to any temperature extremes. The test strip lot manufacturer¿s expiration date is 08/14/2026 test strips were opened 1 month ago. The customer reported symptoms of feeling weak and headache; customer stated it may not be due to her diabetes as she has a lot of other issues. Medical attention was not needed at the time of the call.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes: headache and feeling weak. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.